Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed anterior 1 leaflet for a mitraclip procedure. The first clip was placed on the main pathology, achieving reduction of mr grade 3-4 to 1-2, but there was a remaining lateral jet due to prolapse a1. It was decided to place another clip close to the commissure,. Multiple grasping attempts with a partial reduction of mr grade 1-2 to 1. Physician was still dissatisfied with the reduction. The clip in the a1 segment was well inserted, with visible contact of the leaflets with each clip arm. The clip grasped a total of 6 times. At the last grasp in the a1 segment, increase of the mr grade 1-2 to 4 due to a jet in the a2/p2 segment. Previously there was no jet there. A tear in the a2 aml leaflet, close to the annulus, was observed. Now significantly enlarged mr. The plane was to reduce and grasp the mr in the a2 segment to close the tear. Two attempts to grasp with no reduction, and the tear could not be addressed. The tear was directly near the annulus beginning of the mobile part aml a2 centro lateral. The second clip was safely removed, and the first clip not impaired. Patient is hemodynamically stable, surgical treatment is considered and has not yet taken place.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported worsening mr is a cascading event of the tissue injury. A cause for the reported tissue injury could not be conclusively determined. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.